Event description:
The event is reported as: the customer alleges the cuff did not keep the pressure. There was no pt harm reported.

Manufacturer narrative:
(B)(4). Lot# reported originally 10214101 is incorrect. Serial# of received sample is (B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received opened and not in the original lma pouch. The device was observed to be used. The sample was observed to have an intact joint and no visible cut or damage. During functional testing the device was inflated and deflated while connected to a syringe and immersed into water. There was no air bubble forming from the device or within the tubing when it was inflated. The reported defect was unconfirmed and there was no fault found with the reported sample.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff did not keep the pressure. There was no patient harm reported.